Event description:
The date of event is estimated. Dr. (B)(6) had three (3) cases where the suture broke one(1) to two(2) days post-operative a blepharoplasty procedure. He stated that he has never seen this type of occurrence prior to these cases. The patients required re-suturing of the incision. All patients are doing well.

Manufacturer narrative:
The date of event is estimated. No samples were available for evaluation. Therefore, no testing can be performed. Method: the devices were not available for evaluation. No product evaluation can be performed. Results/conclusion: without returned samples, an evaluation could not be performed. Furthermore, relevant portions of the device history record was reviewed and there were no corresponding issues identified during manufacturing or at final inspection. To date, no other complaints have been received for the reported finished good lot. The root cause for the suture breaking post-operatively can not be determined at this time. Angiotech reference: (B)(4). Item #jd-8697, sharpoint needle/suture, ppn, lot m651360.